Event description:
On (B)(6) 2026, during a follow-up, a clinic manager reported to fresenius this 50-year-old male hemodialysis (hd) patient on in-center hd therapy utilizing fresenius products experienced eye irritation following the abrupt disconnection of a cap from the optiflux f180nre and the resulting spray of dialysate solution from an adjacent patient¿s hd setup. There was an allegation that stated this event was due to the performance of the dialyzer cap in the initial reporting. Upon review of the information in the intake and further follow-up with the clinic manager, it was reported that when an hd patient¿s blood was completely returned following completion of an hd treatment and the patient was removed from the machine on (B)(6) 2026, a dialyzer cap shot off the dialyzer. This event resulted in dialysate solution sprayed in the eye of the patient in the next hd station. The patient was not hospitalized for this event and initially experienced eye irritation. The patient was referred to an ophthalmologist for further evaluation where he was diagnosed with chemical conjunctivitis. The patient was prescribed steroids (type, route and dosage not reported) to address the injury. The patient was also prescribed antibiotics (type, route and dosage not reported); however, there was no indication the patient experienced an eye infection, so it could be presumed the antibiotics were prescribed prophylactically. The full extent of the patient¿s eye injury was unknown, and the patient may have to undergo a procedure if the steroids do not alleviate symptoms of the injury. It was reported that the patient¿s chemical conjunctivitis from sprayed dialysate was the result of an improperly secured dialyzer endcap. The patient continues hd therapy on an in-center basis following this event.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux f180nre dialyzer and the adverse event of chemical conjunctivitis caused by sprayed dialysate from the dialyzer. The cause of the abrupt disconnection of the dialysate cap is unknown. Concerning the patient¿s adverse event, chemical conjunctivitis as a result of dialysate contact did not present a threat of permanent impairment. Per the information provided by the user facility, there was no compelling evidence of a malfunction or deficiency of the dialyzer cap; however, caps disconnecting from the optiflux dialyzer was a known event following a design change which resulted in an instructions for use update. Regardless, the optiflux f180nre dialyzer cap cannot be excluded as a potential causative or contributing factor to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the dialyzer caps were manufactured after a planned product design change. This product previously included four caps with each dialyzer and after the change, each dialyzer included two caps to be used on both ports. They require the user to press the caps securely into place on the ports rather than screw them in as with the previous design. During investigation it was observed that users were applying the twist technique to secure the caps since the instructions for use (IFU) did not indicate the new push method for securing the caps. It was indicated that updates to the IFU were made as part of the design change evaluation for the new dialyzer cap, however the instructions were focused on how to transfer the caps from the end of the dialyzer to the dialysate port due to the reduction from four caps to two caps. In addition, the prior ¿twist¿ method of securing the cap was not included in the IFU therefore the method for securing the new cap was not considered during the change. It was indicated that the caps do not pop off the dialyzer when the caps are secured and priming and disposal are performed in accordance with the instructions. Flow rates, clamping, and disposal instructions are all covered in the instructions of the dialysis system. Dialyzer instructions have been improved to include information on adequately securing the cap. The complaint device was not returned for evaluation. As no lot number was provided, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient in the three months prior to the complaint occurrence date. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing of any of the identified lots which could be associated with the reported event. The lots met all release criteria. The cause of the event can be attributed to labeling.

Event description:
On (B)(6) 2026, during a follow-up, a clinic manager reported to fresenius this 50-year-old male hemodialysis (hd) patient on in-center hd therapy utilizing fresenius products experienced eye irritation following the abrupt disconnection of a cap from the optiflux f180nre and the resulting spray of dialysate solution from an adjacent patient¿s hd setup. There was an allegation that stated this event was due to the performance of the dialyzer cap in the initial reporting. Upon review of the information in the intake and further follow-up with the clinic manager, it was reported that when an hd patient¿s blood was completely returned following completion of an hd treatment and the patient was removed from the machine on (B)(6) 2026, a dialyzer cap shot off the dialyzer. This event resulted in dialysate solution sprayed in the eye of the patient in the next hd station. The patient was not hospitalized for this event and initially experienced eye irritation. The patient was referred to an ophthalmologist for further evaluation where he was diagnosed with chemical conjunctivitis. The patient was prescribed steroids (type, route and dosage not reported) to address the injury. The patient was also prescribed antibiotics (type, route and dosage not reported); however, there was no indication the patient experienced an eye infection, so it could be presumed the antibiotics were prescribed prophylactically. The full extent of the patient¿s eye injury was unknown, and the patient may have to undergo a procedure if the steroids do not alleviate symptoms of the injury. It was reported that the patient¿s chemical conjunctivitis from sprayed dialysate was the result of an improperly secured dialyzer endcap. The patient continues hd therapy on an in-center basis following this event.